Event description:
The reporter stated that he did a meter to hcp meter comparison test. This was done side by side, both capillary. His meter reading was 187 mg/dl and his doctor's meter (type unknown) had a result of 128 mg/dl. The reporter stated that he did not have any symptoms. Due to unavailability of supplies, no control solution test was done with the reporter.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8